Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin?

Event description:
It was reported that a patient underwent an unknown chest surgery on an unknown date and topical skin adhesive was used. During the procedure, a broken glass piece protruded from the applicator when the glass ampoule was cracked. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H-3 evaluation summary: the sample was received for analysis. The batch number for the returned sample was unknown. However, returned sample was evaluated and its silicone bulb had no evidence of a glass penetrated during its use.